Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Necrosis is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 0.7 ml juvéderm¿ voluma¿ with lidocaine to temple region ("barbie-lift"). Patient returned to clinic 2 weeks later complaining of severe pain to the left side of posterior temple and took tylenol. The pain got better after 4 days. Patient experienced hair loss in the area around 7 days after treatment. Assessment completed revealed a "3x3cm crusted scalp (skin ischemia) noticed to the left side posterior temple region, 3cm posterior to the hairline, 5cm superior to the left side ear, no pain or other discomfort." Treatment was noted with 300u hyaluronidases to dissolve ischemic tissue and surrounding tissue with 30g direct needle.

Manufacturer narrative:
Corrected and/or additional data: a.2., b.5., b.6., b.7., d.10., h.6., h.8. A review of the device history record has been completed. No deviations or non-conformances noted. Ischemia and vascular occlusion are known potential adverse events addressed in the product labeling.

Event description:
Per healthcare professional, the event is not product related, but related to "vascular occlusion by filler." Tylenol treatment initiated 2 days post injection. Hyaluronidase injection to ischemic scalp. Symptoms ongoing.